Manufacturer narrative:
The insulin pump was received with failed battery test alarm after inserting a battery due to corroded battery tube. We were unable to verify for off no power alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected test and all operating current measurement due to failed battery test alarm. The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed off no power and the device would no turn on anymore. The patient's blood glucose at the time of incident is unknown. A new battery was inserted but the device remained off. The insulin pump will be returned for analysis.